Event description:
It was reported to boston scientific corp that a radial jaw 4 single use biopsy forceps jumbo was used during an egd (esophagogastroduodenoscopy) procedure performed in 2009. According to the complainant, the device presented with a broken pullwire upon removal from package. Although the broken pullwire was noted prior to the procedure, the device was attempted to be used. During the procedure, only one side of the device would open. The procedure was completed with another radial jaw 4 single use biopsy forceps jumbo. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.